Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 3.50 x 38 synergy¿ stent, when the physician took off the stent protector from the device, it was noted that the stent came off the balloon. No patient complications were reported and the patient¿s status was stable.